Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and was confirmed and replicated. The unit was tested on an in-house system in normal mode where it was disabled because of error 23118. The unit was tested on a pftp with error 23118 during insertion cva characterization. The insertion ffc was found to be damaged. The insertion cva ffc will replaced as the root cause of the reported problem. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical with surgical procedure that universal surgical manipulator (usm) 3 repeatedly faulted. The system logs confirmed that recoverable error 23118 occurred against universal surgical manipulator (usm) 3 axis 3. The customer replaced the drape, replaced the blue fiber cable connected to the patient side cart (psc), and performed a hard reboot / epo (emergency power off) on the psc with no change. The tse advised the customer that they could try another hard reboot / epo of the psc to try to clear the error, but the customer declined. The tse inquired if the customer could complete the procedure using three arms. The customer advised that they needed all four arms for the procedure and that the procedure was being moved to another system. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were already placed into the patient and was during the procedure when the issue occurred. The site was not aware of any faults when initially powered on for the procedure. Patient demographics were provided. The relevant tests, results, and the date performed were psa 9.5 (B)(6) 2024), prostate MRI (B)(6) 2024) ¿ 41g prostate with two pirads 4 lesions. The patient history, including pre-existing medical conditions were t2dm and hyperlipidemia.